Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the buttons did not respond. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Button function testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and no findings related to the complaint were observed. The reported event of buttons do not respond was not confirmed during log review. A root cause could not be determined.